Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node to ECG "b." The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open wire. The patient received a replacement electrode belt.